Event description:
Customer reported receiving a button error alarm on the insulin pump. Blood glucose level at the time of the call was 87 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. No button error alarm or unexpected audio beep anomaly noted. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.